Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient was previously in a motor vehicle accident and had screws placed in her left si joint. In (B)(6) 2020, the patient had left side si joint arthrodesis where one of the preexisting iliosacral screws was removed and replaced with a new implant. An additional implant was also installed in the si joint. The patient complained of radicular pain symptoms following the procedure. The surgeon determined that the superior positioned implant was too long and had breached the neuroforamen causing radicular pain symptoms. In (B)(6) 2020, the surgeon performed a revision procedure where she removed the superior positioned implant. She then installed a shorter implant of the same type into the explant void. No other preexisting implants were adjusted or removed. The patient's pain symptoms resolved following the revision procedure.